Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22april2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported a failed nav-ring. There was no patient involvement event date not specified; estimate used.

Manufacturer narrative:
MFR received date: 30 aug 2019. The customer was contacted several times to possibly retrieve information on the device's touchscreen status and repair information. The customer did not respond to the additional attempts to retrieve the information. If further information is received, this record will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.